Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was being seen in clinic and when the patient was connected to the system monitor, no data was seen despite being connected correctly to the power cables. Data was able to be viewed on the system controller. Low voltage alarms were noted on the alarm history screen. The system monitor and patient cable were exchanged with no resolution. Log files were unable to be sent due to no communication to the system monitor. The system controller was then exchanged with resolution. The system controller was to be returned. After the team replaced the controller an emergency backup battery fault occurred. The team tried reseating without resolution. The alarm resolved after a new emergency backup battery was installed. Additionally, it was reported through patient product that the patient underwent pump exchange, from heartmate ii to heartmate ii on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The explanted pump was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Although no specific adverse events or device-related issues were reported, heartmate ii left ventricular assist system (lvas) instructions for use (IFU) outlines adverse events that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: 2916596-2022-01814.